Event description:
It was reported that the battery of this pacemaker is suspected to be depleting prematurely and reached the end of life (eol) indicator. Consequently, the physician has decided to explant and replace the device, but no information has been received indicating that this intervention has been performed. At this time, there is no evidence that suggests data analysis was performed to confirm the premature battery depletion (pbd) observation. No adverse patient effects were reported. The device remains in service.